Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found residue throughout an optic and haptic torn lens. Claim# (B)(4).

Manufacturer narrative:
Patients information: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of 9.0 diopter tore during loading. The replacement lens was implanted into the patient's right eye od (B)(6) 2023, and the problem was resolved. Cause of the event was the device. Reportedly, the surgeon complaint about the inner wall of cartridge wasn't smooth, and the lens were broken when they were loaded in.

Manufacturer narrative:
H6: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters. A root cause could not be identified, and there is no indication that suggests a deficiency in the manufacturing process or a trend of process errors. As a preventative action, wi-0716 and wi- 0801 was updated to reduce the likelihood of damage caused by inadvertent contact between the lens and the dry glass surface of the 2ml vial. Claim# (B)(4).